Event description:
It was reported that during a balloon dilatation procedure in a lower extremity, the sterling monorail balloon catheter would not advance over the guidewire. When the physician attempted to remove the balloon, it stuck to the wire and upon removal the balloon broke in half. This event took place outside of the pt's body. The procedure was completed with a different device with no pt complications. The current pt status is reported as 'fine'.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time